Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Happened both in vascular procedures and heart procedures, additional information other than that not available. What is the specific number of devices (total qty involved) that failed during this procedure? Information not available. What was used to complete the procedure? Information not available. Patient current condition? Unknown. Procedure date? Unknown. Event date? Happened in several procedures, but hcp cannot recall all procedure dates and lot/number of devices. Lot number? Unknown. As per information received from a salesperson: this account uses the suture for a very long time. They recently noticed that sutures break and needle bends, but they don't recall all the procedure dates and pieces. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent a vascular/cardiac procedure on an unknown date in 2021 and suture was used. During the procedure, the surgeon noticed that suture is breaking. No adverse patient consequences were reported. Additional information was requested.